Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging particles in tubing/chamber , nasal/throat irritation or soreness related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously reported an allegation of an issue related to a CPAP device's sound abatement foam. The manufacturer received information alleged particles in tubing/chamber , nasal/thorat irritation or soreness. There was no report of serious or permanent harm or injury. Additional information was received and added to the report. The device was returned to the manufacturer's product investigation laboratory for further investigation on 06/27/2023 for further evaluation. -dust/dirt contamination under ui knob, interior of the base unit, in the blower box, mechanism on humidifier side of the base unit, latch and flip lid . -crack in the bottom enclosure near the right rear foot. Humidifier flip lid has missing plastic tab, water tank lid latch broken, mineral deposits, corrosion, and indeterminate contamination observed on the humidifier enclosure, in the water tank cavity, on heater plate, and in water tank, and on the sd card. Continue errors do not impact therapy and will be disregarded for the purposes of this investigation. -extensive evidence of water ingress throughout the device, including on the heater plate spring, on and in the dry box, in the blower box, on and in the blower, on and in the blower foam, and in the bottom enclosure underneath the blower foam. -bottom enclosure panel of the humidifier were damaged. Round clear pieces of plastic appearing consistent with the plastic rivets that hold a water tank pan in place were found in the humidifier enclosure and interior. A large section of a screw boss that had snapped off was found on the interior of the humidifier. The 4 bottom screws of the humidifier were heavily corroded. The device was evaluated on 07/05/2023. There was no mention of visual findings to the external part of the device. If it stated that the device was inspected in the external part of the device, then I would state that. Then the internal inspection. The device powered on and airflow was confirmed. The device's downloaded logs were reviewed by the manufacturer. 8 errors were found. The manufacturer concludes the results of this investigation do not impact the calculated risks.

Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. There was no report of patient harm or injury this issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.